Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient, was undergoing a thrombectomy procedure. To treat a total carotid artery occlusion using a neuron select catheter 5f (5f select), a neuron max 6f 088 long sheath (neuron max) and guidewire. It was noted, that the patient anatomy was tortuous. During the procedure, while attempting to advance the 5f select through the carotid artery, the physician experienced resistance and fractured the distal length of the 5f select. The procedure was ended at this point. The patient was then taken to surgery and the fractured segment of the 5f select was removed successfully. The patient, then expired the next day, due to the total carotid artery occlusion.

Manufacturer narrative:
Ischemia and death are included as possible complications in the instructions for use (IFU) for the neuron intracranial access system. Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up # 1 MFR report: 1.section d. Box 4. Unique identifier. 2.section h. Box 6. Patient code 1. Evaluation of the returned 5f select confirmed that the catheter was fractured. This type of damage typically occurs if the device is manipulated or torqued against resistance during advancement. Based on the reported event, the tortuous patient anatomy may have contributed to some resistance during the procedure. Further evaluation revealed an ovalization on the catheter shaft. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.